Event description:
Based on a review of the provided medical records: on (B)(6) 2011 - pt underwent parastomal hernia repair with xenmatrix graft. On (B)(6) 2011 - pt underwent revision of colostomy, removal of xenmatrix graft, parastomal hernia repair with biologic graft, release of small bowel obstruction.

Manufacturer narrative:
Based on the medical records provided, the pt underwent surgery for a small bowel and repair of an incarcerated parastomal hernia with a xenmatrix graft on (B)(6) 2011. It was noted during this procedure that the graft was cut in half, with holes cut in the middle of each of those pieces. On (B)(6) 2011, the pt returned to surgery for a recurrence of both the parastomal hernia and small bowel obstruction. The medical records noted that the graft was explanted after having broken apart. It was also noted that the pt's ostomy had "never quite opened up" and that there was a foul-smelling odor at th ostomy site with purulent drainage around the ostomy. Another biologic graft was used to complete the repair. A sample of the graft was returned to davol. It did appear to have degraded. Material degradation can occur with xenmatrix grafts if it is placed into an infected area. Currently, it is unk whether the device may have caused or contributed to the alleged event. Based on the medical records rec'd, we are unable to determined the condition of the surgery site during the implant. The medical records indicate that there was incarcertion of tissue at the repair site. The IFU states that "the device should be placed in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling." With the available info, no conclusion can be drawn. This alleged event has been filed with the FDA by the user facility under MDR (B)(4).